Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise with pacing inhibition on the right atrial (ra) channel due to the patient's left ventricular assist device (lvad). The crt-d system remains in service. No adverse patient effects were reported.